Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain. The patient reported that they would like to talk with a manufacturing representative (rep) about getting their device taken out, as it is not helping them. They indicated that the device stopped working 2 months after implant. The patient was redirected to follow-up with their healthcare provider. No further complications were reported or anticipated.